Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter did not grow into the subcutaneous tissue after a few weeks of implantation. The catheter was removed and replaced and there was no injury to the patient.

Manufacturer narrative:
Evaluation summary: because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Visual inspection of the sample revealed sign of use (remains of blood) and the cuff did not present any problem. The underwater test was performed and any leak was not observed on the catheter. The reported condition has not been confirmed. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. Based on this investigation, the most possible cause is related to misuse. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.